Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly decided to not pursue revision surgery at this time. The recipient is using the device. This is the final report.

Event description:
The recipient is reportedly experiencing electrode migration and non-auditory sensations. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.